Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a crack in the connection tube of the pump. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump krt was noted to be cut down to the pump block. Contamination was present resulting in an inability to functionally test the device. No connectors returned. Based on this investigation, the investigation conclusion code of cause not established was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component and the connectors did not return.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to a crack in the connection tube of the pump. A patient outcome was not reported.